Event description:
It was reported that the customer passed away. The caller stated that they did not know the cause of death or any details regarding the death because they were in another state and would not be returning to the state where the customer died until (B)(6) 2015. The customer's blood glucose at the time of death was unknown. It was unknown if the customer was wearing the insulin pump and sensors at the time of death. The caller did not have the insulin pump and could not verify any information regarding the insulin pump. Nothing further was reported.

Manufacturer narrative:
The reporter alleges: an autopsy concluded that the customer's cause of death was complications of diabetes mellitus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.